Event description:
It was reported that prior to a case, the monitor would display only a blinking cursor. Technical support assisted to configure bios to get through the case and was instructed not to power down the system until the end of the day. The case was completed with no further incident. The investigation found the cmos battery was dead.

Manufacturer narrative:
H10 h3, h6: the device was intended to be used in treatment and was not made available to the designated complaint unit for investigation. It was reported that the monitor would display only a blinking cursor, this being an indication that cpu cmos battery has died. There was no serial/lot number provided for DHR review so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. We could confirm if there was a relationship established between the reported event and the device. While photos of the device and the device were not returned for evaluation, the reported flashing cursor is only indicative of a dead cmos battery. On systems with dell cpu's and versions 5.3 and up, when the cmos battery dies, the bios is reset. This prevents the cpu from fully booting up and can be fixed by replacing the battery. This is a known issue for this part number. The malfunction is most probably due to battery failure.